Event description:
Stryker drill overheated and caused a burn on the patient's back. The burn was the size of a silver dollar and was dressed with ointment and a coverlet. The patient was discharged on (B)(6) 2017.